Manufacturer narrative:
(B)(4). Event occurred on an unknown date in (B)(6) of 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the homechoice cassette. This occurred during peritoneal dialysis therapy and the patient was connected at the time of the event. The care giver was unable to identify where the leak was coming from and could not identify any damage that could have caused the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.